Event description:
It was reported that a message comes up to contact medtronic. The device screen does not come up. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The programmer powered on with an error code message, which indicated hard drive corruption. Reconfiguring the hard drive and reloading the software resolved the issue. The upper and lower cases were also observed to be broken/damaged at the carrying handle and/or keyboard tray.